Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. Stryker provided the customer with a repair quote; however, the customer declined to have the device repaired. Stryker returned the device to the customer without performing any repairs. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council.

Event description:
The customer contacted stryker to report that their device experienced an unexpected loss of power. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There were no adverse consequences to the patient as a result of the reported event.